Event description:
It was reported that the wire coating peeled. Access was obtained via the femoral artery. The 100% stenosed, de novo lesion being treated was located in the moderately calcified and non-tortuous anterior tibial artery. The physician began to advance a 300cm v-14 guide wire to the target lesion and experienced resistance. The device was successfully removed and it was noted that part of the wire coating had peeled leaving some of the coating within the patient. No attempt was made to retrieve the coating. The procedure was not completed due to another reason. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the visual inspection was performed, the guidewire returned has the distal tip damaged (one section of the polymer was not returned) also, it has two kinks along the wire, the first kink is located at 6.5 cm approx. From the distal tip end and the second kink is located at the 140cm approx from the proximal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the wire coating peeled. Access was obtained via the femoral artery. The 100% stenosed, de novo lesion being treated was located in the moderately calcified and non-tortuous anterior tibial artery. The physician began to advance a 300cm v-14 guide wire to the target lesion and experienced resistance. The device was successfully removed and it was noted that part of the wire coating had peeled leaving some of the coating within the patient. No attempt was made to retrieve the coating. The procedure was not completed due to another reason. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).